Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic laparoscopy procedure under sedation, a jaw piece of the thunderbeat device detached. The detached component was located on the floor. As the device was outside the patient at the time, no harm to the patient occurred. The procedure was successfully completed using a backup olympus device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress most likely led to a random component failure. Olympus will continue to monitor field performance for this device.